Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing insulin using a bd insulin syringe with the bd ultra-fine¿ needle, the needle seemed to be clogged and the medication ¿sprayed¿ out. There was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1cc syringe. Customer states that while drawing insulin, the needle was clogged and medication "sprayed" outside of the bottle. The returned syringe was examined and exhibited a detached cannula and a damaged top of the barrel. The sample was examined under the microscope and exhibited adhesive runoff onto the hub and little adhesive inside the top of the barrel. The detached cannula could cause leakage when drawing. Sample was forwarded to manufacturing (holdrege) on 18may2018 for further review. Second investigation summary: on 22may2018, holdrege received one (1) loose 1ml syringe from reported batch# 7037944. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The sample was visualized under ultraviolet light and verified scant traces of adhesive within the barrel tip core. The majority of the adhesive with this sample was noted to be run-over onto one side of the barrel tip; this can increase the chance of cannula separation from the remainder of the syringe either during transport or initial activation of the device. (B)(4) was initiated by the holdrege plant to address 1ml customer complaints, specifically cannula separates and bent cannula, and their associated root cause(s). Batch# 7037944 was manufactured prior to initiation of this CAPA and/or any implementation of corrective/preventive actions. A review of the device history record was completed for batch # 7037944. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200682644] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog and the 1st related complaint for leakage on lot # 7037944. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (detached cannula and damaged top of the barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog) as the cannula was detached from the hub. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.